Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a surgery for femoral trochanter with the pfna-ii blade (90mm). During the surgery, the surgeon had difficulty in unlocking the blade in order to attach the blade to the driver. He used the blade in question and once inserted it into the bone, the locking mechanism could not be activated. The problem didn¿t improve when he tried to lock by using an unknown cannulated driver. He replaced it with another smaller blade and the surgery was finished. Successfully. The surgery was delayed by less than 30 minutes. Concomitant device reported: unknown cannulated driver (part #: unknown, lot #: unknown, quantity#: 1). This report is for one (1) pfna-ii blade l90 tan. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 04.027.053s. Lot: 1l70044. Manufacturing site: bettlach. Release to warehouse date: october 04, 2018. Expiry date: september 01, 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the received instrument is all in all in good condition. There are just small scratches on the surface of the product visible. Functional test: a functional test was performed and has shown that the blade functions as intended. The blade can be locked and unlocked without any problems. Summary: this lot was manufactured in october 2018 according to the specification. The device history record was researched, and no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. Based on that, a product related issue can be excluded. A functional test was performed and has shown that the blade is fully functional. Therefore, the exact cause which has led to this complaint could not be evaluated. As the part does function as intended, we can only assume that a handling error caused the malfunction. As the product is fully functional, the complaint is unconfirmed. Therefore, the investigation flow listed remaining steps are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.